Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3093-28, lot# v487155, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that a patient was concerned that a brain MRI. He had the morning of the report could have affected his device. It was noted that the patient had turned his device off before the test, but when he turned it back on the setting was much higher than he usually had it. The reporter stated that the patient was able to turn it back down just fine. It was noted that the reason for the MRI was not related to the device and the patient had had headaches and blurred vision for the past 5 to 6 months and it had been worse in the last 6 weeks, affecting the vision in the patient's right eye.